Event description:
Technician alleged the head right siderail was not able to latch when raised. No injury reported.

Manufacturer narrative:
Technician found the latch was the problem. He replaced the latch to resolve this issue.